Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber and buretrol of a clearlink system buretrol solution set disconnected. The nurse noticed that the drip chamber was slightly crooked. Upon further inspection, the drip chamber and buretrol were not connected and were pulled apart with little effort. This event occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the burette was separated from the drip chamber. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.